Manufacturer narrative:
Product analysis # 804931268. Equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the concerto implant coil was returned for analysis within a shipping box; within a sealed biohazard plastic pouch; within an opened concerto implant coil inner pouch and within a dispenser track. The concerto implant coil was returned within the introducer sheath. Visual inspection/damage location details: the concerto pushwire was found to be broken at load indicator. The concerto implant coil was found to be detached within introducer sheath. The implant coil was found to be damaged within introducer sheath. The implant coil was unable to be pushed out from introducer sheath for further evaluation as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was confirmed as the concerto implant coil was found to be damaged; however, the cause of the damage could not be determined. Possible causes are coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances or retracts the coil against resistance. There were no reported issues pushing the concerto implant coil from within the introducer sheath during preparation per IFU. It is possible the implant coil became damaged when retracting the implant coil following hydration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was being used as per the IFU but the coil was kinked within the microcatheter. A new medtronic product used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the kink was not determined. There were no issues that resulted in the damage that was found.